Event description:
(B)(6) call. The advocate tested the customer's blood glucose using the contour meter and received a reading of 20 mmol/l. He retested using another meter and received a reading of 6 mmol/l. The difference between the readings falls in the "c'' zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged.